Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
The sales rep called to report that the perforator failed to stop and went through the dura. It did not plunge. (B)(4) 2014 additional information from the rep stated: event and alert date were both yesterday, (B)(6).

Manufacturer narrative:
The perforator was not retuned for evaluation, as such it is not possible to evaluate the product and determine the root cause of this complaint. The DHR review for the perforator (lot cg025s) revealed that all tests and inspections associated with the assembly process met specification requirements. We will continue to monitor for this or similar complaints for this product code and lot number. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Event description:
On 6/12/14 - the customer advised that the product was discarded.